Manufacturer narrative:
There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the instructions for use for everolimus eluting coronary stent systems xience prime, ce as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo right coronary artery. A 2.5x18mm xience prime stent was implanted and a distal edge dissection was observed. A 2.5x15mm xience prime stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.